Event description:
It was reported that the rings of two (2) GEM COUPLERs,3.5MM were detached. This occurred during the placement of the coupler device on the anastomotic instrument. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: Initial Reporter Address: (b)(6) Should additional relevant information become available, a supplemental report will be submitted.